Event description:
It was reported that; a plate was given to the surgeon for use in an acdf. Upon beginning to place screws the surgeon noticed that one of the locking mechanisms was sitting above the edge of the screw hole (ie proud). The plate was swapped out for another plate.

Manufacturer narrative:
Manufacturing records for this product were reviewed and no anomalies were found. The stryker rep reported that the screw holes were prepared using a drill guide and bit. We will continue to monitor this event through our trending process and our individual investigations. At this time there does not appear to be any manufacturing anomalies and it appears that the technique was followed. The root cause is not determined for this event.

Event description:
It was reported that; a plate was given to the surgeon for use in an acdf. Upon beginning to place screws the surgeon noticed that one of the locking mechanisms was sitting above the edge of the screw hole (ie proud). The plate was swapped out for another plate.